Event description:
The customer reported that insulin is squirting out of the insulin pump and they are receiving an alarm. Upon inspection the customer noticed that the drive support cap is protruded. The blood glucose was 129 mg/dl. The customer was advised to discontinue the use of the device and to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Insulin pump alarmed during prime in the basic occlusion test, due to cracked end cap. Drive support disk was inspected and no anomaly was noted. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, missing end cap sticker and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.